Manufacturer narrative:
Concomitant medical products: 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5, 5252588, 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t, 5216982, 200-07-32 - advanced patella 32mm 3 peg implant, 5293850. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of pain and the subsequent revision cannot be conclusively determined; however it is most likely related to patient conditions as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The bone scan noted an unspecified chronic condition.

Event description:
It was reported via a legal notification, that a female patient, initial right knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2020, approximately 2 years 6 months post the initial procedure. The patient had underwent a bone scan and it revealed mild to moderate activity identified on both sides of the prosthesis and was diagnosed with right knee pain, unspecified chronicity. Thus, due to worsening pain, instability, swelling, lost ability to exercise, and disruption in activities of daily living, she underwent a right knee replacement revision surgery to remove the defective truliant device. During the revision, the orthopedic surgeon noted ¿laxity in flexion¿ and ¿flexion instability¿. The patient suffered a pulmonary embolus after her revision surgery, was subjected to an extended hospital stay, and was administered coumadin for 6 months post-surgery with frequent blood draws. She also had to have extended physical therapy for months after her revision surgery. No device return anticipated due to this being a legal case. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.